Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Testing was conducted on the samples, and no excess blood in the flash chamber or tube push off was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has conducted further investigation relating to the issue of excess blood in the flash chamber through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, no excess blood in the flash chamber or tube push off was observed. Further investigation activities have been conducted relating to excess blood in the flash chamber and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause: based on the investigation, a root cause for tube push off could not be determined. A CAPA# (B)(4) was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Manufacturer narrative:
Additional lot numbers were added to this complaint. Medical device lot #: 6330582. Medical device expiration date: 11/30/2019. Device manufacture date: 11/25/2016. Medical device lot #: 6330584. Medical device expiration date: 12/31/2019. Device manufacture date: 11/25/2016. Medical device lot #: 7040789. Medical device expiration date: 01/31/2020. Device manufacture date: 02/9/2017. Medical device lot #: 7016656 . Medical device expiration date: 01/31/2020. Device manufacture date: 01/16/2017. Medical device lot #: 7017633. Medical device expiration date: 01/31/2020. Device manufacture date: 01/17/2017.

Manufacturer narrative:
(B)(6). Results: bd received 14 samples from the customer facility for investigation. The samples were evaluated by simulated draw and the customer's indicated failure mode for leakage with the incident lot was not observed. For a level "a" complaint, no DHR review is required. Conclusion: unconfirmed complaint. Bd was not able to duplicate or confirm the customers indicated failure mode with the returned samples.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off and excess filling at "flash zone" causing leakage. No medical intervention or injury was reported.